Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: error (technical event:232035 during start-up (pfilter selftest failed)) appears during start up. No patient involvement.